Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the emergency department on 23jun2024 with continuous low flow alarms. The modular cable and system controller power leads had several kinks, twists, and bends. The modular cable and system controller were exchanged, but the low flow alarms continued. The patient was asymptomatic but they had a computed tomography angiography (cta), chest x-ray, and echocardiogram performed. The CT confirmed the patient had an extrinsic outflow graft obstruction (eogo). They were taken back to the operating room for removal of the bio debris. Following the procedure, the low flow alarms resolved. The patient was stable.

Manufacturer narrative:
Section e3 - occupation: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the kinked, twisted, and bent power leads on the heartmate 3 system controller (serial: (B)(6)) was not confirmed as the product was not returned for analysis. A root cause for the damaged power leads on the controller was unable to conclusively be determined through this investigation. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.